Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. Omsc checked the appearance of the device and found that there was no abnormality. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to a temporary malfunction. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the power of the device shut down. The user canceled the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.